Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. Correction: d UDI related data quality updates only UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were attempting to delivered therapy using the arctic sun device, but it would primed then stopped. They have confirmed that there was no kinks in the lines. Flow 0 l pm, inlet pressure was -7.1psi, circulation pump 27 percentage. System hours were 313.9. Pump hours were 279.8. Asked nurse to empty and disconnect pads. Started therapy in manual mode. Flow remained 0lpm though inlet pressure was -7psi. Advised nurse to send device to biomed for repair, and change to another device. As per follow up information received on 16oct2023. This device was returned to bd sydney for evaluation of the malfunction on the (B)(6). This device is still with our biomed dept. Being assessed. Other than the patient being a neonate, no other patient identifiers are available. Staff inform that the malfunctioning device was quickly removed from the neonate and another arctic sun was retrieved and therapy was delivered without issue. No impact to patient. No medical intervention required.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were attempting to delivered therapy using the arctic sun device, but it would primed then stopped. They have confirmed that there was no kinks in the lines. Flow 0 l pm, inlet pressure was -7.1psi, circulation pump 27 percentage. System hours were 313.9. Pump hours were 279.8. Asked nurse to empty and disconnect pads. Started therapy in manual mode. Flow remained 0lpm though inlet pressure was -7psi. Advised nurse to send device to biomed for repair, and change to another device. As per follow up information received on 16oct2023. This device was returned to bd sydney for evaluation of the malfunction on the 27th september. This device is still with our biomed dept. Being assessed. Other than the patient being a neonate, no other patient identifiers are available. Staff inform that the malfunctioning device was quickly removed from the neonate and another arctic sun was retrieved and therapy was delivered without issue. No impact to patient. No medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were attempting to deliver therapy using the arctic sun device, but it would prime then stopped. They have confirmed that there was no kinks in the lines. Flow 0 l pm, inlet pressure was -7.1psi, circulation pump 27 percentage. System hours were 313.9. Pump hours were 279.8. Asked nurse to empty and disconnect pads. Started therapy in manual mode. Flow remained 0lpm though inlet pressure was -7psi. Advised nurse to send device to biomed for repair, and change to another device.